Manufacturer narrative:
Advanced bionics no longer considers this event reportable. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly hospitalized with mastoiditis. The recipient is presenting with sound quality issues. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.